Event description:
It was reported that a patient's implantable cardioverter defibrillator exhibited far-field r wave oversensing and inappropriate mode switching as a result. Reprogramming has been discussed and will be performed in 6 months. There are currently no patient consequences described for the event, and no intervention of any kind has been performed.